Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 07/30/2019, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 300cc, catalog # 3503004bc, serial # (B)(4), lot # 7321580. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 300cc and experienced rupture on the right side post-operational. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 500cc, catalog number 350-5004bc, lot number 7473426, serial number (B)(4) on (B)(6) 2019.